Event description:
Following an atrial fibrillation procedure, a pericardial effusion was noted that required a pericardiocentesis. In the ward, the patient became hypotensive. An echocardiogram revealed the pericardial effusion. Pe puncture removed 370ml blood from the pericardium and it was confirmed the effusion was cleared on the echocardiogram. The patient stabilized and returned to the ccu for monitoring. It was possible the puncture was caused by the tacticath se ablation catheter because the physician had difficulty cannulating the left pulmonary veins and high-pressure readings were seen. There were no alleged performance issues with any abbott devices, and it is unknown when the perforation occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.